Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced a display issue. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, a service history review, and a review of the alarm log were performed. Visual inspection revealed that the display was damaged. The cause of the condition was not determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.